Event description:
It was reported that during a replacement procedure for eos, high impedance was observed. Pre-op diagnostics were not available however after the generator was replaced, the diagnostics were 8809 ohms and 8952 ohms. At that time the surgeon chose to leave the patient implanted, to perform diagnostics at a later date and re-assess the patient. Additional information was then received indicating that the patient underwent a full revision on (B)(6) 2012. The lead impedance after the procedure was indicated as 'ok', with no specific results provided. The explanted products have not been returned to the manufacturer, and attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, it was reported that there is no available programming or diagnostic history for the patient, and no suspected manipulation or trauma. X-rays were not performed. Good faith attempts for product return have been unsuccessful as products have been discarded.